Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups). The customer also reported that the ups was accidentally turned off by a nurse hitting the power button, but he could not confirm this. The cns was monitoring bedside monitors at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Concomitant medical products: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups).

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) shut down due to the failure of the uninterruptible power supply (ups). The customer also reported that the ups was accidentally turned off by a nurse hitting the power button, but this could not be confirmed. The cns was monitoring bedside monitors (bsms) at the time. No patient harm or injury was reported. Service requested / performed: troubleshooting. The customer was advised to power down the cns then boot back up using the backup hard drive. An exchange hard drive was shipped to the customer on (B)(6) 2020. On 08/04/2020, nk ts assisted the customer in configuring the newly installed hard drive, which resolved the issue. Investigation summary: sudden power outages, power surges, abnormal shutdowns, viruses, complete system crashes, and updating errors, can all cause corruption of files on the hard drive, resulting in the need for a hard drive replacement. The hard drive corruption is likely due to the sudden shut down of the ups.

Event description:
The customer reported that their central nurse's station (cns) shut down due to the power failure of the uninterruptible power supply (ups).